Event description:
I used fixodent for 10 years 1998 to 2009. While using fixodent, I experienced numbness and tingling in my legs and arms in 2002 to 2009. In 2002, they said they have no idea of what's wrong but they came pain pills for restless legs the medication didn't work at all. So they tried another kind and another kind nothing worked but prayer. Mouth breaks out, stomach trouble, indigestion problems, cough and gag all night and sometimes daily, three toes on right foot are numb sometimes, hurting constantly while trying to sleep, legs hurt day and night, arms go to sleep, can't sleep on my left side at all, I can't walk barefooted, feet tingle, head aches often, feet are cold even in summer time, feel nervous, feet are burning, pain pills are not working, jaw pains, eye pains, I sleep in my shoes sometimes. Only prayer works. I walk the floor all night and cry, pray and hope day light soon come. Dose: denture cream. Frequency: twice daily. Route: upper & lower, oral. Dates of use: 2002 - 2009. Diagnosis: denture adhesive. Event abated after use stopped or dose reduced: no.